Manufacturer narrative:
Unique identifier (UDI)#: na. This event occurred in (B)(6).

Event description:
The customer complained that the coaguchek softclix lancet device does not retract completely. There was no allegation that an adverse event occurred. The customer did not injure herself. The lot number for the lancets was not provided. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.